Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: g2. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was showing duplicate address, sticking, and had multiple cubies failed. A field service engineer (fse) replaced the slide bumpers, but the issue persisted. The fse tested in diagnostics, all tests passed expect main drawer 4.1. After three follow-ups, no response was received from the field service engineer.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, dawer 4.1 is showing duplicate addresses and user tried to recover but drawer failed multiple times. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction . There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, dawer 4.1 is showing duplicate addresses and user tried to recover but drawer failed multiple times. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.